Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the system error 320 alarms which were not reproduced. The alarms were confirmed during a review of the event history log. The device was found to operate as designed and no part was identified for causality.

Event description:
It was reported that a spectrum pump displayed system error 320. It was also reported there was no patient injury.